Event description:
Additional information was received from the patient. The patient stated that the pump was not working and was only giving 1/3 percent of the medication that should be delivered. The first surgeon wanted them to have a dye study. The dye study was supposed to be done last week, but they couldn't do it because the pump was unstable and flipping. They said it was like a moving target and dropped "like five inches" when the doctor tried to connect to it. The patient stated that the doctor told them it was made to flip. The manufacturer's patient services specialist (pss) reviewed and redirected the patient to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, clonidine and dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated since implant, her pump was not anchored down. The patient stated the pump was floating and flipping and he called it a moving target. The patient stated the managing physician gave her a referral for a neurologist but they couldn't get her in until the end of march. The patient stated the managing physician refused to let the neurologist know this was an emergency situation. The patient also stated at her 2nd pump fill - and stated "about 2 weeks ago" and then stated "(B)(6) 2023" because the pump was a "moving target" the doctor poked a hole in the catheter when trying to fill the pump and also did an x-ray to confirm and gave her a referral for a health care facility because they would have to do a pump revision and a catheter revision "right away". The patient also stated she had a new address. The agent sent email to prs to update. The patient asked for the manufacturer representative's contact information. The agent reviewed rep role and redirected to their doctor. The agent sent an email to the field. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a health care provider (hcp) indicated that the patient was referred to a neurosurgeon for a revision and that the pump was anchored down during surgery. When asked if the event had resolved, the hcp stated that the surgery was to be scheduled. The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she was hospitalized on (B)(6) 2023 due to having major chest pains due to prolonged qt syndrome. The patient also had diabetes and her blood sugars were over 600 and she was going through withdrawals. Additional information received from a health care provider (hcp) indicated that with respect to the patient's prolonged qt syndrome, there was no reason to suggest that the mdt device/therapy was not delivering the intended therapy as prescribed. It further reported that the patient was not diagnosed with prolonged qt syndrome and that there was no reason to suggest that the mdt device/therapy was causal or contributory with respect to either the patient's prolonged qt syndrome or an exacerbation of it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.